Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 300 mg/dl. To address the bg level, the customer delivered a correction bolus. However, the customer alleged that since starting on the pump for therapy, after the customer delivered a bolus, it took an extended period of time for the customer's bg level to return to target range. Reportedly, the customer believes that the bolus requests were being delivered properly; however, the customer believes that bg levels should decrease to target range faster. Recommendation was made to consult with health care provider regarding adjusting the profile settings and ratio to assist with this issue. The customer understood and declined further troubleshooting or assistance on the reported event.